Event description:
It was reported that the patient experienced multiple infusion set cannula issues, including bent cannulas and bleeding at the insertion site. The patient treated the elevated blood glucose with a correction bolus via pump. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.